Event description:
Legal papers state the pt was revised due to extensive osteolysis and poly failure. The patella button was removed only as the atty alleges there was too much damage inside the knee to allow a second knee replacement.